Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the (B)(6) 2016. Upon receipt of the device, the status indicator was failing to illuminate as per the reported fault. The fault was attributed to excess silicone on the membrane tail and upper case, which had positioned the tail around a tighter bend. This had placed additional stress on the tracks, resulting in an intermittent connection on track 4 (green status led). As the operation of all the leds were verified during final unit test, (B)(4), it is concluded that the additional stress on track 4 had resulted in reduced conductivity on this track over time. The low temperatures recorded in the history log would indicate that the device was stored outside the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
No status indicator flashing with pad-pak with expiry 2022-09-01. There was no patient involved in this event.

Manufacturer narrative:
Xemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No status indicator flashing with pad-pak with expiry 2022-09-01. There was no patient involved in this event.